Event description:
Pt reported receiving an e8 (power interrupt) error message while in run mode. Pt stated he can't confirm the error; possible check key is damaged. Pt reported it is possible that the infusion device was dropped the floor. Pt stated his blood glucose level is okay. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.